Event description:
It was reported that the tip of the drill broke during the procedure. The broken piece was removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the drill broke during the procedure. The broken piece was removed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: drill tip broke off probable root cause: process -drill manufactured out of specification -drill guide/snap caps manufactured out of specification application -excessive force on drill guide bends shaft -not running drill when removing bit from bone the reported failure mode will be monitored for future reoccurrence.